Event description:
It was reported to boston scientific corporation on april 26, 2007, that one day after the placement of a wallflex enteral colonic stent in a male patient (age unknown), the physician "found free air in the patient, the stent had perforated the ileum". The stent was initially placed nineteen days earlier without issue for a "obstruction at the ileorectal anastamotic stricture". One day later, "the patient presented with abdominal distention and discomfort". "The patient was brought to surgery for treatment" which included a "resection at the area of the anastamotic stricture". It was noted that "the flare of the wallflex perforated the colon (healthy tissue)". The patient's condition was reported as "stable".

Manufacturer narrative:
The lot number of the device is unknown; consequently, the manufacture date of the device is unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A device history record review and a complaint trend review are in progress. Results will be provided in a follow-up medwatch report.